Event description:
Device broke in half and left a piece within the patient. Fortunately the surgeon was able to retrieve the piece and there was no pt harm. X-ray confirmed that no parts remained in the pt.